Event description:
It was reported that during a lap cholecystectomy procedure, the first device did not clip. Another device was used to complete the procedure with no patient consequence reported.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.